Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was receiving uncomfortable shock impulses. The patient turned the program that was giving them the sensation down to zero in all set adaptive stimulation positions. The representative advised the patient to switch to a different group if that didn't resolve the issue. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the representative told the patient to switch to a different group or turn their program down to 0. The patient was told to follow up if the problem wasn't resolved. The representative hadn't heard from the patient. No further complications reported.